Event description:
On (B)(6) 2000 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed a minor posterior tilt of the filter. There were no signs of migration, perforation, fracture/bending, or stenosis.

Event description:
On (B)(6) 2000 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed a minor posterior tilt of the filter. There were no signs of migration, perforation, fracture/bending, or stenosis.